Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has completed an investigation of the reported event. During the investigation, it was determined that the "small focus" of the x-ray tube failed. If a focus fails on systems of this older version, x-ray release is no longer possible. If a focus fails on newer system versions, there is an automatic switch over to the next larger focus. In that case, release of x-ray is possible. The change over to the newer version tubes occurred in 2003. The x-ray tube was exchanged and the system was returned to clinical use. No further notifications have been reported.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During a diagnostic procedure, the user reported a dark gray fluoro image. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.